Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort was made to obtain the information but it was not available.

Event description:
It was reported a pericardial effusion (pe) occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. A baseline effusion check was performed with intracardiac echocardiography (ice) before crossing septum. The physician attempted for transseptal puncture however septal crossing was difficult and the first attempt to cross was unsuccessful. The physician reset to drop back down on the septum and successfully crossed the second attempt. A 27mm device was attempted and after 5 unsuccessful attempts, a 24mm device was selected. Effusion check was made after removing 27mm device, no effusion noted at this time. The 24mm device was successfully deployed on the third attempt and met pass criteria. Effusion was re-checked after device released noting effusion now present. Pericardiocentesis tray was prepped and pericardiocentesis performed. The patient was moved to intensive care for observation. The device is not expected to be returned for analysis. The transseptal puncture (tsp) was difficult due to the imaging and the anatomy of the patient. It is unknown if the wire caused any issue but the complication not noted until versacross was removed. There was some difficulty in visualizing the wire. On the second and successful application they had better visualization of the wire. Pe was located circumferentially. Activated clotting time (act) was therapeutic. The patient had prior history of tsp.